Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 500 mg/dl with abdominal pain and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged there was an intermittent power issue with the pump. The battery compartment was reportedly cracked and there was moisture behind the display lens. The patient reportedly discontinued pump therapy. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with damage and moisture to the pump with an intermittent power issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box showed the user manually suspended the pump on (B)(4) 2018 at 15:34. Unexplained power reboots occurred beginning (B)(4) 2018 at 17:54; deliveries were never resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump was returned with moisture behind the display lens. The battery cap was not returned. The battery compartment was cracked on the side from the threads to the cover. A test battery cap was able to attach to the pump. The pump powered on with audible tones, vibration and a blank screen. A leak test failed due to the battery compartment leak. The pump cover was removed; internal moisture was found on the printed circuit board, display connector, and internal components.